Event description:
It was reported that the mobile application used for magnetic resonance imaging (MRI) accessibility generated a message indicating that an update was required when attempting to programmer an implantable device to MRI mode. Troubleshooting steps were taken to include performing an update of the application software version which resolved the issue. It was then noted that the application used for MRI accessibility generated a do not scan message indicating an exceeded impedance limit. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.